Event description:
This event is shown below as reported to manufacturer by user facility: "during sheath removal, approximately 2 inches of the distal end of the sheath was sheared off and remained in the patient's groin. Patient remained alert and oriented. Pressure at site maintained. Patient transported to special procedures in radiology and under fluoroscopy the fractured sheath end was identified at the level of the aortic bifurcation. A vascular snare was used to retrieve the sheath body without difficulty.